Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Patient reported a left side deflation. Healthcare professional reported deflation that happened during open heart surgery. Healthcare professional reported "yes" was marked as implants damage caused by open surgery which is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.